Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported slda. The reported patient effect of recurrent mr appears to be due to the slda. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were successfully implanted, reducing mr to a grade of 1. The following day, echocardiography showed the implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet, causing mr to increase to a grade of 3.